Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. There was possible inappropriate mode switching due to the oversensing. The lead was also suspected of undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.